Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the device shut down as a result. There was an adverse impact on the customer¿s blood glucose level, with a recorded value of 512 mg/dl. Customer initially used a third-party wall adapter, which did not resolve the problem, but found success with a different one. Technical support educated the customer on the appropriate use of charging accessories and coordinated the shipment of replacement equipment. Insulin and pump settings were adjusted, and the customer was advised to monitor the device and reach out if issues persisted.